Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-jan-2022 to 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. The field service engineer observed loose connections and replaced the faulty mini tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open during a case, preventing users from removing midazolam. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the affected drawer had loose connections and a mini tray malfunction. The drawer cables were reseated, and mini tray was replaced to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not open during a case, preventing users from removing midazolam. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.